Event description:
A pt who had an aortic valve replacement was recently readmitted and had the valve removed/explanted. A blood culture of the pt and culture of the bovine heart valve were analyzed at hosp and found positive (+) for an atypical mycobacterium. Preliminary tests on the culture by dna probe are negative for mycobacterium tuberculosis and m. Avium complex. Cultures have been sent for speciation and further testing. The hosp is concerned that the bovine valve may have been intrinsically contaminated (rather than naturally) with atypical mycobacterium. Pt experienced intermittent fever 6-9 weeks post surgery; heart valve was removed by cardiac surgeon after extensive evaluation.